Manufacturer narrative:
The actual device in the reported incident was not returned to the MFR to be evaluated and a lot number was not reported. Although the actual device was not returned fifty (50) samples from current inventory, were pulled for physical inspection. The samples were luer taper tested and met iso standards. The samples were physically pressure tested per specification and no leaks were noted. The samples were also performance tested per luer taper specification using iso reference taper fittings. There was no leakage noted from the taper to taper connections and all samples met luer gage requirements. Without the actual sample and a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn.

Event description:
As reported by the user facility: pt receiving flolan IV therapy had leaking at juncture of ultrasite valve and long term indwelling catheter, resulting in exacerbation of symptoms. Required emergency room visit, catheter occluded, pt had subsequent cva. Add'l info provided by the facility indicated that the catheter was not occluded as previously reported. The catheter that the valve is connected to is an indwelling hickman catheter. The pt did have a cva. However, the physician is not sure the symptoms were related to the reported incident. The pt is still hospitalized. The sample was discarded and the lot number remains unk.